Manufacturer narrative:
(B)(4).

Event description:
Additional information received notes that oversensing was also observed on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing and high, out of range, high voltage lead impedance were observed on the ventricular lead. Patient was asymptomatic. Lead was capped and replaced. Patient was stable post-procedure.